Event description:
Customer reported that the unit will not power on. They have replaced batteries with new supply. There are no signs of battery leakage and corrosion in the battery compartment. The battery springs are no bent. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the alarm would not power on with new batteries. However, eval revealed the unit powers up with an external power supply and a 9v adapter. When tested there was no intermittency observed. The aqualert water indicator label shows evidence of moisture exposure. Also, there is corrosion on the flat contacts and the warning label is missing. Note: posey instructions for use warning statement: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. After changing batteries, test the alarm for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. (B)(4).